Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they serviced the arctic sun device and failed with alert 41 (low internal flow). This device had recently been returned from service for the same issue and had the same issues since purchase. Multiple returns. Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device had less efficient circulation pump contributed to the reported issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. The device was evaluated upon receipt. A less efficient circulation pump contributed to low flow. Replaced circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they serviced the arctic sun device and failed with alert 41 (low internal flow). This device had recently been returned from service for the same issue and had the same issues since purchase. Multiple returns. Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device had less efficient circulation pump contributed to the reported issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. A less efficient circulation pump contributed to low flow. Replaced circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they serviced the arctic sun device and failed with alert 41 (low internal flow). This device had recently been returned from service for the same issue and had the same issues since purchase. Multiple returns. Per sample evaluation results on 15dec2023, it was reported that the arctic sun device had less efficient circulation pump contributed to the reported issue.